Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm), pn: 656810-21 ccc cfg, and pn: 658360-21 vdcu cfg to resolve the issue. The system was tested and verified as ready for use. The pn: 656810-21 ccc cfg unit was returned for failure, and the reported issue was confirmed but could not be reproduced. Error logs in artemis/lighthouse were reviewed, confirming that errors 170 and 307 were triggered in the field. A visual inspection of the unit found no issues related to the event. The unit was installed onto a known good in-house system, and the system did not trigger any errors at startup. The system was power cycled multiple times and did not trigger any errors. It was left idle overnight, and still, no issues were found. Instrument driving and functional tests were performed, and the unit worked as designed. From these findings, failure analysis concluded that no root cause could be attributed to the issue. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced arm 4 locking up. The technical support engineer (tse) reviewed errors 23013, pointing to the surgeon's right manipulator. The system then powered up with continuing 23013. The tse then walked the customer through performing a hard power cycle to no avail, and the error continued to return. The customer is converting the procedure to another da-vinci system. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vdcu, mtm, and ccc were visually inspected, where no issues were found. The vdcu was installed onto a known good system and powered on with no issues. The system was power cycled ten times, and an idle test was performed with no issues. The mtm was installed on an internal test fixture system and powered on. The system powered on and faulted with a 23008 error. The ccc was installed onto known good in-house system and system did not trigger any errors at startup. Powered cycle system multiple times and system did not trigger any errors. Left system idle overnight and still no issues. Performed instrument drive test and functional test and the unit worked designed. The complaint was not confirmed based on failure analysis. While the probable root cause could not be determined as failure analysis could not replicate the reported issue, the errors observed indicate the system had communication issues between the nodes

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This pn: 658360-21 vdcu unit was returned for evaluation, and the reported issue was confirmed but not replicated. It was also returned with reported 23013 errors, which were confirmed via lighthouse. The vdcu was visually inspected, and no issues were found. The unit was installed onto a known good system and powered on without issues. The system was power cycled ten times, and an idle test was performed with no problems. As a result of these findings, no root cause could be determined.